Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 3 years after heartware lvad implantation. Patient reported high priority alarm while changing a battery. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The batteries were exchanged and returned to heartware for evaluation. (B)(4) passed visual inspection but failed functional testing due the inability to be recognized by a battery testing device. Further analysis revealed that a disconnected wire within the battery's connector assembly rendered the battery inoperable. The likely cause of (B)(4)'s malfunction is a result of a bad wire crimp press inside the connector assembly. Functional testing revealed that (B)(4) contained a faulty cell pair. Review and analysis of the controller log files revealed six critical battery alarms within a two minute time frame on the reported event date, therefore confirming the reported event. Based on the analysis and investigations performed, the most likely root cause of the reported event is a faulty cell pair. The batteries noted in this investigation were manufactured prior to additional screening procedures. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.